Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction e1: initial reporter info- correction g6:type of report: follow up. H2: additional information - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the upper buttocks. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.